Manufacturer narrative:
Concomitant medical products: product ID: 3708220, serial# (B)(4), product type: extension. Product ID: 3708220, serial# (B)(4), product type: extension. Product ID: 3487a-45, lot# v563738, product type: lead, product ID: 3487a-45, lot# v563740, product type: lead. Product ID: 3888-45, lot# v949344, product type: lead. Product ID: 3888-45, lot# v949344, product type: lead. Product ID: 37744, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that there was a poor communication screen seen on the patient programmer (pp). They were able to communicate with the implantable neurostimulator recharger (insr) and the patient was not recently implanted or had a revision surgery. The patient was using an antenna. It would not do telemetry with the antenna. They unplugged the antenna and this resolved the issue. However, the patient had pain the in the back since there was no stimulation since friday (B)(6) 2015. It was noted that it was a sudden change in symptoms. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Upon return of the pp, analysis found no anomalies and the antenna jack was resoldered as a preventative measure.